Event description:
The device was used to do an anastomosis for a trans-hiatal esophagectomy. When it was fired, the doctor noticed it did not fire correctly. An incomplete staple line was noticed. The device was defective and it was removed from the or (operating room). The doctor ended up having to hand saw the anastomosis.